Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the patient experienced a corneal burn during a surgical procedure. Additional information has been requested.

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: the customer reported that the patient experienced a corneal burn during a surgical procedure. Additional information was requested with none received to date. The operator¿s manual includes the warnings: use of the fragmentation handpiece in the absence of aspiration flow can cause excessive heating and potential scleral burns. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low irrigation pressure, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. Use of incisions that are smaller than recommended during lens removal can lead to mechanical and/or thermal damage to the eye tissue. Thermal injuries are typically related to excessive heat generated by the fragmentation tip due to insufficient aspiration flow, extended energy application, or combination of both. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 12, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(6). No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).